Manufacturer narrative:
The device was not yet returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head produced an "unclear" image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the unclear image was confirmed. Based on the results of the investigation, the root cause of the unclear image could not be determined. Olympus will continue to monitor field performance for this device.